Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the patient experiencing impella in ventricle alarm intermittently. The medical doctor is aware and wants to leave current position. Cp is achieving appropriate flows and catheter is in the free space of the left ventricle. Patient¿s condition is improving care team has decided to disregard the intermittent alarm. There was no reported patient harm.

Manufacturer narrative:
E1 added initial reporter phone and zip code extension as they were omitted from the previous reports that were submitted. H6 code f12 was removed. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Thrombocytopenia/sepsis: the cause of the injury was not determined due to insufficient clinical details. False alarm: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log.

Manufacturer narrative:
H6 coding has been updated.

Manufacturer narrative:
Additional information received and the following fields were updated based on the information received from the clinical site. B1, b2, b5, h1, and h6.

Event description:
Clinical rationale/review: an impella cp was placed via the femoral artery access to support the 58-year-old male patient who had been admitted in with cardiomopathy, myocarditis, and cardiogenic shock, presenting in scai stage d shock. Any other cardiac or systemic comorbidities are unknown. The pump was supporting when there were intermittent alarms for positioning, however when assessed the pump was in appropriate position and in the free space of the left ventricle, so the team left the pump as it was. The labs were reviewed and the patient's platelet count was low, presumably from sepsis and as such hematology was consulted and the pump was explanted and escalated to the impella 5.5. This explant and replacement occurred on day 4 of the support. Thrombocytopenia is a known risk associated with impella support as described in the instructions for use.